Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, the bur middle bar was protruding while removing from the package. It was not broken while inserting and removing from handpiece. There was no patient involvement.

Manufacturer narrative:
H3: it was fouind in the analysis that the broken device were returned in a (triple) resealable bag. There was no significant damage noted to the packaging carton. Upon return, the broken shaft was separated from the outer assembly, and the distal end/tip of the broken shaft was inside the blue sleeve. The broken shaft measured 5.63 inches from the diamond tip to the broken point. There were traces of striations observed at the broken point of the shaft. Under the magnification, there were traces of contamination (yellowish, black and red strings) observed on the diamond tip. The functional testing could not be performed due to damaged condition of the device upon return. H6: fdm b17, fdr c20, and img g04041 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.